Event description:
The customer reported that the insulin pump alarmed button error while walking. The customer's blood glucose reading was 66mg/dl and she treated with food. Advised the caller to discontinue the use of the device and revert to back up plan. Contacted the customer to let her know that there was a delay in a fly device delivery. The customer responded that she will go to the hospital in that case. No further information was provided.

Manufacturer narrative:
Insulin pump was received in with intermittent button response due to corroded keypad traces. Unable to prime during the prime test and the device alarmed motor error during the oclusion test due to moisture damage to the force sensor resistor. A cracked reservoir tube lip, scratched lcd window and cracked belt clip slot noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.